Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) fiber optical was broken. No patient involvement. No injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (serial and UDI). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and nothing visibly could be seen to indicate that it was broken. The fse tested it 3 times and could not replicate it not working. The customer did not save the catheter so there was no way to tested to see if it was the catheter. There was fault code 53 in the log. Occurring once no repeating. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.